Event description:
On (B)(6) 2012, the lay-user/patient's reporter contacted lifescan from USA alleging an unspecified message issue with the one touch verio iq meter. The patient's reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's reporter claimed the meter had an unspecified message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.